Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that a cartridge alarm 1 occurred. Customer's blood glucose ranged from 88-252 mg/dl. The supplies were changed to address the event and insulin delivery was resumed.